Manufacturer narrative:
Clinical investigation: a temporal relationship does not exist between ccpd therapy utilizing the liberty select cycler and the serious adverse event of death, as the patient was not undergoing ccpd therapy when he passed. The pdrn reported the patient became septic due to an unknown infection and eventually withdrew from care on (B)(6) 2025. The patient reportedly passed away hours later due to septicemia. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient¿s death was an expected and inevitable outcome given his withdrawal from care. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, hospice care is defined as a medical intervention, with the expected outcome being the patient will expire as a result. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications, as the patient continues to utilize the same liberty select cycler without reported issue. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) requested assistance in canceling treatment on the liberty select cycler during dwell 3 of 4 of treatment. Patient was connected during incident and needed to go to the hospital. Technical support assisted the pdrn with cancelling treatment. During follow-up, the patient¿s pdrn confirmed the patient expired on (B)(6) 2024, after having been admitted earlier in the day for sepsis. The pdrn stated the definitive cause of the patient¿s septicemia was unknown. However, the pdrn also reported that the infection was not from a peritoneal source, as the patient¿s cell count results were negative for any findings (results unavailable, patient¿s electronic medical record closed). The patient was admitted to the intensive care unit (ICU), where the patient¿s condition continued to rapidly deteriorate. The timeline and specific details surrounding the patient¿s final hours were unavailable, however it is known the patient was intubated, on multiple intravenous vasopressors, and was considered in critical condition. The patient¿s family was consulted, and given the patient¿s poor chance for survival, the family agreed to transition the patient to comfort measures only. The patient passed quickly on (B)(6) 2025 with family at the bedside. The cause of the patient¿s death was reported to the pdrn as septicemia of unknown origin. Despite the circumstances surrounding the patients passing, the family elected not to have an autopsy performed. The pdrn reported that despite the patient undergoing ccpd when the initial symptoms began, the patient¿s passing was unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Event description:
A peritoneal dialysis registered nurse (pdrn) requested assistance in canceling treatment on the liberty select cycler during dwell 3 of 4 of treatment. Patient was connected during incident and needed to go to the hospital. Technical support assisted the pdrn with cancelling treatment. During follow-up, the patient's pdrn confirmed the patient expired on (B)(6) 2024, after having been admitted earlier in the day for sepsis. The pdrn stated the definitive cause of the patient¿s septicemia was unknown. However, the pdrn also reported that the infection was not from a peritoneal source, as the patient's cell count results were negative for any findings (results unavailable, patient's electronic medical record closed). The patient was admitted to the intensive care unit (ICU), where the patient's condition continued to rapidly deteriorate. The timeline and specific details surrounding the patient's final hours were unavailable, however it is known the patient was intubated, on multiple intravenous vasopressors, and was considered in critical condition. The patient¿s family was consulted, and given the patient¿s poor chance for survival, the family agreed to transition the patient to comfort measures only. The patient passed quickly on (B)(6) 2025 with family at the bedside. The cause of the patient's death was reported to the pdrn as septicemia of unknown origin. Despite the circumstances surrounding the patients passing, the family elected not to have an autopsy performed. The pdrn reported that despite the patient undergoing ccpd when the initial symptoms began, the patient's passing was unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was no evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. A (as received with reduced dwell) simulated treatment was performed and completed. The cycler underwent and passed a system air leak test, valve actuation test, and teach pumps test. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.